Event description:
It was reported that the customer was hospitalized due to high blood glucose of 630mg/dl, and his blood glucose was treated with an insulin drip. Troubleshooting could not be performed as customer did not feel well. The nurse stated that the customer would not be released until he receives the replacement of the insulin pump. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.